Event description:
Parent of the pt called and stated that tubing detaches from the luer lock where the tubing meets the syringe. One used sample was returned for analysis. Lot number is known (51 68 08).